Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, dysmenorrhea, migraine, headache, menstrual disorder, anxiety, acne, gastrooesophageal reflux, vaginitis, urinary incontinence and endometriosis externa. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia."), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: conclusion: normal post essure hysterosalpingogram. No. Contrast extravasation is seen through the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysfunctional uterine bleeding, dyspareunia. Batch no a73751, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, dysmenorrhea, migraine, headache, menstrual disorder, anxiety, acne, gastrooesophageal reflux, vaginitis, urinary incontinence and endometriosis externa. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia."), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: conclusion: normal post essure hysterosalpingogram. No contrast extravasation is seen through the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysfunctional uterine bleeding, dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.